Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 745 mg/dl and full-blown diabetic ketoacidosis due to occlusion. Consequently, on (B)(6) 2021, he was admitted because of high blood glucose levels, vomiting and diabetic ketoacidosis. During hospitalization, he was administered intravenous drip of an unknown medication (drug name unknown). On (B)(6) 2021, (date of this report) he was just released from the hospital. Currently, his blood glucose level was 201 mg/dl. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 745 mg/dl and full-blown diabetic ketoacidosis due to occlusion. Consequently, on (B)(6) 2021, he was admitted because of high blood glucose levels, vomiting and diabetic ketoacidosis. During hospitalization, he was administered intravenous drip of an unknown medication (drug name unknown). On (B)(6) 2021, (date of this report) he was just released from the hospital. Currently, his blood glucose level was 201 mg/dl. No further information available.